Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, there was no evidence of sparking or exposed/frayed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was not confirmed.

Event description:
The user reported they experienced an electrical shock when they attempted to power on the unit. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Additional report is being submitted to correct h11 narrative. Corrected narrative: one cardiomems patient electronic system was received for evaluation. During the investigation, there was no evidence of sparking or exposed/frayed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of shocking at the power button was not replicated during analysis and the root cause was not identified.